Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter of the event has confirmed the device will not be returned for evaluation or repair. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter of the event has confirmed the device will not be returned for evaluation or repair.